Event description:
On (B)(6) 2012, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic dissection. On (B)(6) 2012, it was reported that images from a computed tomography (CT) performed on (B)(6) 2012, revealed what the physician suspected was a proximal type I endoleak. There also appears to be re-perfusion of the false lumen from fenestration(s) distal to the implanted tag device. On (B)(6) 2012, it was reported there is no type I endoleak diagnosed from the images provided. The physician believes the false lumen has blood flow in it and the re-perfusion is tearing the aorta distal to the tag device. On (B)(6) 2012, the physician reintervened and implanted an additional gore tag device to cover a larger distal portion of the thoracic aorta where the robust fenestration was filling the false lumen. The reintervention objective was met and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in pts with acute and chronic dissections. Potential device or procedure related adverse events include reoperation.